Event description:
Dealer states that the axle bearings have fallen out. No other information available.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.